Manufacturer narrative:
The user facility stated that the plastic yoke cover dislodged from the attachment point on the suspension springarm. The detachment occurred after the cover bumped into the other lighthead while being moved by an employee. A steris service technician inspected the surgical light and found that both plastic yoke cover halves had detached from the suspension springarm. The screws that insert to mount the plastic yoke cover were still installed in the springarm mounting locations. The technician repaired the surgical light and returned the unit to service. No additional issues have been reported. The steris service technician advised user facility personnel on the importance of not bumping the lighting system into another light, wall or other equipment. The operator manual states (pp. 1-4), "do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The surgical light was installed in 2012 and is serviced and maintained by the user facility.

Event description:
The user facility reported that during a patient procedure the plastic yoke cover fell from their harmony led585 surgical light. The plastic yoke cover fell into the sterile field. No report of injury however the patient procedure was delayed due to the event.